Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was very difficult to insert and remove the stylet and inner catheter from the left ventricular lead. After removing the stylet and inner catheter and flushing the lead; the physician tested the lead measurements through pacemaker system analyzer, the lead exhibited high pacing impedance and loss of capture. The lead was not used and a new lead was implanted successfully. The patient was doing fine post procedure.

Manufacturer narrative:
Final analysis found that dry body fluid and foreign material that appeared to be a fiber were blocking the stylet inside the inner coil at proximal region of the lead. This foreign material could have come from the implant procedure.